Event description:
The device was returned with no information.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the jaws had become slightly misaligned causing the clips to be scissored and making the instrument non-functional. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.